Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was severely tortuous and moderately calcified with 70% stenosis. It was noted that the balloon ruptured during second inflation at 24 atmospheres and was completely removed from the patient.